Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated he was going through his day when he notice the display on his insulin pump was blank. The customer tried to take out the batteries to reset the pump and the screen remained blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump will be returned for analysis and will be replaced.

Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd glass. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments/partial display. No total blank display noted.